Event description:
Information was received that the patient complained of being tired, breathless and like the heart was wobbling. It was found the left ventricular (lv) leads threshold measurement had increased with possible ventricular ectopy. The lead was explanted. No adverse patient effect was reported.

Manufacturer narrative:
A 15.5 cm portion of the connector end was returned for analysis. Hipot testing could not be performed since only a partial device was returned. The large bot od and dc resistance passed specification. Visually, the first and second rings of the small seals were flattened and have fm. Both seal rings in the large boot were away from the connector end. Ther was a cut in the outer tubing. Inside the outer tubing, there was liquid fm identified. Review and confirmation of manufacturing records was performed. All records indicate the device met specification prior to leaving (B)(4). A root cause is not able to be determined at this time since the full device was not returned for analysis. No corrective action will be taken at this time. There is no evidence to suggest the device did not meet specification prior to leaving (B)(4).